Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged the patient received the results of 459 mg/dl and 164 mg/dl back to back within 10 minutes on the inform system. Reporter stated that they could barely get the finger to bleed and did not fill the strip as labeling indicates. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.